Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusions . The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause could be due to foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. It was presumed that foreign matter such as water or the remainder of the chemical solution adhered to the electrical contact of the endoscope connector and the event occurred. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported that the customer experienced b30 errors with the clv-190 when using the cv-190 with three different scopes. According to the reporter, the contacts on the device were cleaned, troubleshooting performed, however, the error was still present. Further evaluation with the technical assistance support engineer (tac) found that the bf-p190 scope used was suspected to be the issue, suspected to have fluid invasion. The user however, indicated that the issue likely happening on all scopes with the clv-190 and cv-190 device. Customer was advised to have the device sent for evaluation. The issue occurred during set up preparation and there was no patient involvement reported.